Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD) system was explanted and replaced. No further patient complications have been reported as a result of this event. The patient was enrolled in the (B)(6) study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Products: 6944-65 implantable tachy lead implanted: 2009 (B)(6); 407652 implantable pacing lead implanted: 2009 (B)(6); 419678 implantable pacing lead implanted: 2009 (B)(6). (B)(4).